Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm a22 during priming. Customer's blood glucose was 300 mg/dl. The customer stated that the alarm occurred after changing set. The customer was unable to get out from fill tubing. The customer removed battery and inserted a new one. The customer is on pens and she will not used the pump anymore. The customer also reported that they got a33 alarm occurred.